Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken- gusset area (not returned). The optic was scratched and gouged. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Information was provided that the doctor does not use a handpiece to insert the lens. He used a blunt needle to push the lens through the cartridge and into the eye. Additional information was requested on 02/18/2010, 02/22/2010 and 03/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A scrub technician reported that following insertion of an intraocular lens (iol), the surgeon noted the haptic was torn off. The area where the haptic had torn left a rough spot that then tore the posterior capsule. The scrub technician reported the surgeon enlarged incision to remove the iol, a vitrectomy was performed and another iol placed in the sulcus with the optic in the bag. The scrub technician reported the surgeon does not use a handpiece to insert the iol. He uses a blunt needle to push the iol through the cartridge and into the eye.